Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the system did not convert an arrhythmia. There was oversensing and undersensing due to a change in the intrinsic morphology along with premature ventricular contractions. Later, the patient got an inappropriate shock due to oversensing during supra-ventricular tachycardia. The shock landed on a t-wave and induced ventricular fibrillation. It took another shock to successfully convert the arrhythmia. Technical services reviewed the event with the caller. There were no additional adverse patient effects. The system remains implanted.